Manufacturer narrative:
The field service engineer verified the analyzer's performance. The alarm trace showed multiple sample quality alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 850552. The expiration was not provided. 'The field service engineer (fse) checked all probes, the gear pump, and alignments. The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 19430 u/l accompanied by a flag indicating that the measured absorbance is too high for a valid result. The analyzer performed an automatic 1:11 dilution and the result was 91.8 u/l. A 1:50 dilution was made from the sample and the result was 29847 u/l. The repeat result of 29847 u/l was deemed correct.